Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an unknown issue with the delivery system of the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.